Manufacturer narrative:
For the reported malfunction, a lot number was provided, and lot history reviews was performed. The device were returned to bd for evaluation. After further evaluation, the investigation is confirmed for the reported failure to advance issue. Additionally, material rupture, material deformation and stretched material were identified. The device was used off-label. However, based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. (B)(4).

Event description:
This report summarizes one (1) malfunction. A review of the reported malfunction indicated that model 426-1508x pta balloon dilatation catheter allegedly experienced material rupture, material deformation, failure to advance and it was stretched. This report was received from one source. This malfunction involved a patient with no patient consequence's. Age, gender and weight was not provided for the reported patient.